Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breached outer insulation degradation was found at 5.2 ¿ 5.3 cm from the connector pin. The ptfe coating of the inner coil was intact in this location.

Event description:
This report is to advise of an event observed during analysis. Complaint of outer insulation degradation.